Event description:
The manufacturer received information that a patient that used a dreamstation asv for therapy, has died. The reported event included no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, there is no allegation that the device contributed to the death. The device has not yet been returned to the manufacturer for an evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
21nov2024 - health impact grid code updated.

Manufacturer narrative:
There was no allegation that the device contributed to the patient's death. The device was returned to a third-party service center and evaluation completed. Evaluation of the device determined the device passed all testing with no faults found. There were no errors located in the device error log. The filters, tubing and manual were replaced and the device returned to stock.